Event description:
(B)(6) alleged that the motor burned out and started smoking really bad and melted the plastic around the head motor on a solo bed. Per (B)(6), the care giver noticed this right away and called the fire department.